Event description:
Rn gave an intra-muscular injection to a newborn using the prefilled hep b vaccine with a kendall monoject magellan safety needle (25 gauge x 5/8"). After the vaccine was administered, the rn attempted to cover the needle with the self retractor. The rn reports that the needle bent at the base, thereby causing the tip of the needle to scratch the rn's left index finger. No extra force/pressure was used than is ordinarily when engaging the safety device. The rn has used this product in the past without incident or difficulty. The needle in question was not saved for risk management--it was disposed of in the sharps container. No other distinguishing product information is available besides what is already contained in this report. Multiple lot numbers of the same device are located in this area. It is not possible to be certain of the lot number for the product that was used in this event. The rn cleaned the wound with soap/water & reported to ed for eval and treatment. An exposure panel was drawn & hiv retroviral medication was offered. The rn refused the medication.